Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from samples from two different patients when tested using vitros tropi es lot 3970 on a vitros 5600 integrated system. A definitive cause of the non-reproducible, higher than expected vitros tropi es results was not established. Based on historical quality control results, a vitros tropi es lot 3970 reagent performance is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3970. There was no evidence of an instrument malfunction and diagnostic precision testing on the vitros 5600 integrated system was within acceptable guidelines. An instrument issue is an unlikely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The customer obtained non-reproducible and higher than expected vitros troponin I es (tropi es) results from samples from two different patients when tested using vitros tropi es lot 3970 on a vitros 5600 integrated system. Patient 1, vitros tropi es result of 0.131 ng/ml versus the repeat result of < 0.012 ng/ml. Patient 2, vitros tropi es result of 1.350 ng/ml versus the repeat result of 0.013 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected tropi es result for patient 1 was reported from the laboratory, but a corrected report was later issued. The higher than expected tropi es result for patient 2 was not reported from the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).